Event description:
Caller reported blood glucose results of 340 mg/dl on customer's mobile system, 158 mg/dl on compact plus system within 10 minutes. No information privuded for the compact system. Reported no adverse event. A request was made for the return of the meters and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). No information provided for the compact system.